Manufacturer narrative:
Initial 3 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event on 06 mar 2026 due to the infusion set detaching from the connector and blood glucose was high and the patient was treated with a correction injection via multiple daily injections.